Event description:
Per the info provided to co through means of the physician's/surgeon's operative notes, the device was removed due to "breakge of the tubing from the pump to both cylinders was noted at the level of the pump platform". The pump and assembly kit components only were removed and replaced, "three straight connectors were then used to attach the reservoir and two cylinders to a new pump". Additionally, it was noted that the pt underwent a transurethral resection of the prostate, concurrently with the revision of his penile prosthesis.